Event description:
The customer reported the ventilator alarmed data acquisition pcba adc failed the customer reported that the unit was in use on patient, there was no patient harm.

Manufacturer narrative:
Patient information was requested and the customer did not response from the call.